Event description:
It was reported that the father attempted to upload several times and did not have success. The father stated that his daughter is having problems, and the insulin pump was delivering too much insulin. He stated that her daughter was having low blood glucose in the night, waking up, and can not read the insulin pump at all. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.